Event description:
It was reported that the customer was diagnosed with diabetes ketoacidosis. It was stated that the insulin pump alarmed motor error several times within a month. Troubleshooting was performed. Advised that the customer should revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and the displacement test. The device was stuck on motor error loop during the bolus delivery. However, the motor was tested outside the device and passed. The motor may have had an intermittent failure that it was not detected during analysis.